Manufacturer narrative:
The e411 analyzer serial number is (B)(6). All initially reactive samples (results = 0.9 coi) should be re-determined in duplicate with the elecsys hiv combi pt assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The elecsys hiv combi pt assay performs within specification.

Event description:
The initial reporter stated they received a questionable result for one patient sample tested with elecsys hiv combi pt on a cobas e411 disk. The sample resulted in positive values when tested with the elecsys hiv combi assay. No specific results were provided. The same sample had a negative hiv result when tested with an unknown rapid method.